Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user got the pairing failed alert and entered bg run mode while going through a hyperglycemic episode of 501 mg/dl blood glucose (bg) confirmed by fingerstick. Troubleshooting was done to repair the pump with the dexcom g7 cgm. The user took a manual insulin shot to correct bg. She had assistance with pairing the device from her sister but did not require any further outside intervention.